Event description:
It was reported the programmer rf head is no longer able to interface with devices, and it was possibly demagnetized. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis found that the radiofrequency (rf) head was unable to interrogate devices, this was due to the cable being out of electrical specification.